Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 12/14/2009 and 12/24/2009 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. He reported that sutures remain at the incision site and plans to remove them in one to two weeks. Add'l info has been requested.